Event description:
New etq created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint- bilateral patient. Litigation alleges that patient has experienced hip and back pain, pain in the groin, soreness to the touch or when bumped, elevated metal ion levels, and sometimes her right hip sometimes makes a cracking sound. Update: (B)(6) 2011 - litigation was received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013-sales rep reported patient underwent left hip revision. There is no new additional information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to a high angle of inclination, inability to walk, purulent material in the capsule and little bony ingrowth in the acetabular cup. The information received does not change the MDR decision. The complaint was updated on: (B)(6) 2013. Update: (B)(6) 2014 - sales rep reported revision surgery for the right hip. Patient was revised to address pain. Adapter sleeve added to complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.